Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back. Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient developed an infection at the pod's insertion site while wearing the device between 4 and 24 hours. The affected area was located on the patient's hip/buttocks area. Symptoms included discharge (pus), redness, and itching. The affected area was "the size of a golf ball." Care sought from a physician and augmentin prescribed as treatment.